Event description:
Olympus was informed that a pt underwent a laparoscopic bilateral tubal ligation procedure using the falope-ring band applicator kit. It was reported that on (B)(6) 2014, the pt went back to the dr's office complaining of severe pain, nausea and vomiting as well as having a fever. The pt was then diagnosed with a post-operative infection and was sent to the emergency room. She was treated and discharged with antibiotic prescription for possible infection. On (B)(6) 2014, the pt followed up with the physician and was doing much better. No further info was provided.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined. If add'l info is rec'd at a later time, this report will be supplemented.